Event description:
The customer reported a low battery alarm. Also customer was hospitalized for low blood glucose. Troubleshooting was performed. The programming and bolus history were accurate. Suggested customer to call md to discuss possible causes of low sugar level.